Event description:
Boston scientific received information that this lead had been damaged during a valve replacement procedure five years ago. The lead was now exhibiting pacing impedance measurements less than 200 ohms, with noise which was over-sensed due to a tear in the insulation that had developed. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported. The lead was surgically abandoned and was not returned for testing. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.